Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR#: 2134265-2010-00103. It was reported that during a coronary drug eluting stenting treatment procedure, a no flow condition occurred. The lesion being treated was located in the mid proximal left anterior descending (lad) artery. The physician deployed a 2.50x20mm taxus liberte stent. The physician noticed there was some 'residual' in the stent. The stent was post dilated with a maverick balloon and the artery 'completely shut down'. The physician believed there may have been a fracture in the stent, but is unsure. Flow was established with further balloon inflations, but there was still some 'residual' in the stent. Pt's status reported as "ok". Additional info was requested, but not provided.